Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when in the stomach, after stapling cavity tissue, loose staples from the tissue were noticeable. The device completely fired but at the end of staples were open and malformed. Staple line was incomplete centrally that was fixed with another refill and the stapling was corrected. There was no patient injury.